Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of discoloration in the atrial lead bore was confirmed. No specification on the transparency of the lead bores was observed in device specifications. The device is believed to be normal.

Event description:
It was reported that during an attempted implant a discoloration was observed in an atrial port. It was suspected that the atrial port of the header was internally fractured. A new ICD was implanted.